Event description:
It was reported that during transportation of bd vacutainer® serum blood collection tubes, the caps of five tubes loosened, resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The photos display the opened shelf pack and unit label information; however, they do not provide evidence of stopper creepout. Additionally, functional tests were performed on 29 retained samples, and out of these, 17 retention samples failed testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function. Bd has initiated further root cause investigation relating to the issue of stopper function through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during transportation of bd vacutainer® serum blood collection tubes, the caps of five tubes loosened, resulting in sample leakage. No adverse impact was reported regarding the patient or user.